Event description:
Boston scientific crm received information from the local sales representative (sr) that this device was pacing below the lower rate limit, and he wanted a second opinion on a telemetry strip. Bsc technical services (ts) confirmed it was likely that there was intermittant loss of capture. This is a single chamber pacemaker and lead system. No adverse patient effects were reported. This device was subsequently explanted secondary to normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The alleged intermittent loss of capture was due to a normally depleted battery.